Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a curity lap sponge. The customer reported the product left long fibers in the abdominal cavity of the patient. The surgeon was able to remove all of the fibers during the procedure.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.